Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Additionally, a lot number was not provided by the initial reporter, therefore, I-flow is unable to conduct a historical complaint assessment for a particular lot. It is noteworthy that the surgeon involved in this incident indicated that he suspects that the catheter was caught under a suture. The device directions for use (dfu) states the following: "if resistance is encountered or the catheter stretches, stop. Continued pulling could break the catheter. It is advisable to wait 30-60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal." "Do not cut or forcefully remove the catheter." "Do not apply additional tension if the catheter begins to stretch." Based on the statement from the surgeon and the information stated in the dfu, the technique used during the removal of the catheter may have contributed to the report incident. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Three (3) days post total hip replacement surgery performed in 2006, the catheter broke in the patient during removal. An approximate 1 to 2 inch segment remains in the patient. The surgeon suspects that the catheter was caught under a suture. In addition, the surgeon has determined that it is best to leave the segment in place and not remove it. To date, the patient is doing fine.